Event description:
It was reported that a catheter revision occurred on (B)(6) 2015. It was later reported that the catheter was coming through the skin at the anchor site/incision. The catheter issue was identified in the hospital a few days before the surgery. The patient experienced increased spasticity. No catheter segments were left in the intrathecal space, not in use. No additional actions or intervention were taken as a result of the catheter issue. The pump was used to infuse lioresal (concentration 2000 mcg/ml and daily dose 159 mcg/day).

Event description:
Additional information received reported that the patient was still in the hospital with leg pain that started after the catheter replacement. An MRI was done to see if the catheter was possibly irritating a nerve, but was "unfound" on the imaging. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was explanted on (B)(6) 2015 due to "failure". The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
Analysis of the 8780 catheter (B)(4) revealed a kink observed at the catheter body. A kink was noted on the catheter body of the returned segment. The kinked area was located at the distal end of the anchor. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius. There was also a slice cut on the anchor and the surface of the catheter body. The cut did not go through the lumen of the catheter and likely occurred during explant.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(4) 2015, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information determined that catheter (B)(4) was not returned, so the previously reported analysis results, methods codes, result codes, and conclusion code no longer apply for this event and are being reported in manufacturer¿s report # 3007566237-2015-04037.

Event description:
Additional information was reported by the company representative on (B)(6) 2015. It was reported that the patient had changed physicians and had been re-implanted with another catheter on (B)(6) 2015. It was also clarified that the returned catheter was the second implanted catheter from may.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the implant, the patient did not have optimal therapy results, despite dose increases. A cat scan was performed on (B)(6) 2015 and it looked like the pump was working. The health care provider (hcp) wondered about testing the lioresal in the patient's pump. It was later reported that he first week, the pump implant was good, then the tuesday of the second week of implant ((B)(6) 2015), the patient started not feeling well. He was then taken out of the hospital on (B)(6) 2015. When he left the hospital, he did not know of any issue with the pump. Then he "got so bad" that he was taken to the ER (emergency room) on (B)(6) 2015. A "uti and c. Diff" were discovered that day. The patient understood that the intrathecal baclofen (itb) pump did not work well, when the patient had a secondary infection. An emergency MRI was taken that night to see if there was a spinal infection and the patient was admitted to the hospital. On (B)(6) 2015, the wife asked the nurse to check the patient's back for a white spot that she noticed while washing the patients back, when he was home ((B)(6) 2015). The following day, it was noted that the catheter was coming out of the patient, and the surgeon verified this on (B)(6) 2015. A catheter revision, due to the catheter anchor eroding though the skin, occurred. At the time of the revision, it was noted that the patient did not have an infection in the spine. After the revision, the patient had a blood patch on (B)(6) 2015, due to mild headaches and feeling dizzy. The patient's caffeine was also taken away from him. He was "up and down, and at one point (on (B)(6) 2015) was up to 320 by dr. (B)(6)". The patient was noted to be worse than he had ever been, and was "unsure if it was the pump." The wife wondered if it was damaged from the MRI. The patient could hardly walk and was in a tremendous amount of leg pain, which he did not have before the pump. However, it was noted that he could hardly walk because of the c. Diff. The medication was taken out of the pump (on (B)(6) 2015) to decrease the dose, as 2 hcps felt it was "too much". Since the medication removal and the pump replacement, the patient was not getting better and wasin worse shape. The patient was weak, could hardly move, was tired, was in excruciating leg pain, and in the hospital, at the time of the report. The pump was decreased again and they thought he was at 260, with the medication. It was noted that "they" were going to do another trial test, as an indication to see if the pump was working. The patient was to follow-up with the hcp to find out the next steps.

Manufacturer narrative:
Patient codes (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-03. It was reported that the patient had some ¿problems¿ initially but now the pump was working great. It was mentioned that the patient had a lot of problems in the past but it was never the pump, it was the healthcare professional (hcp) that put it in initially. It was stated that the hcp installed the device wrong twice. No further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the patient's hospitalization around (B)(6)2015 through (b)(62)015 was related to complications of the patient's catheter placement and not due to any malfunction of the pump itself. The problems improved with replacement of the intrathecal (it) catheter in (B)(6)2015. There were no further complications reported at this time.